Manufacturer narrative:
Qn#(B)(4). Device evaluation: the fos (fiberoptix sensor) board was returned for evaluation. Visual inspection of the fos board was performed and no obvious damage or defect was found. The fos board in question was installed onto the cpu/fe/fos board test fixture and the test was performed. No faults were found with the fos board in question. The fos board passed the functional test. The fos board was installed into a known good intra-aortic balloon pump (autocat2w) and performed the functional testing using the fos tester. The fos was properly zeroed (status o.k). The fos board was then tested with fos tester, digital manometer and tycos gage to determine if the fos sensor would communicate and display the proper pressure readings on the iabp display when in use. The sensor was subjected to multiple pressures (0, 50, 100, 150, 200, 250 and 300 mmhg). When the readings on the digital manometer were compared to the iabp display readings they were within tolerance. Before, during and after testing proper status codes were verified on the iabp display head. The iabp was left to run for six hours without any alarms or errors. The fos board functioned as intended. See other remarks section. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "alarm, system error 8" was confirmed by teleflex (B)(4); however, the report problem could not be reproduced at teleflex (B)(4) facility during the functional test. The fos board passed functional testing. The cause of the report complaint is undetermined.

Event description:
It was reported via an expedited quality review report: pump was on patient. Symptom - fos (fiberoptix sensor) "error 8" reported by the customer. The intra-aortic balloon pump (iabp) had been switched out to another iabp. The customer did not report any further complications for the patient. Actions: fos board need to be replaced in order to have fos ap (arterial pressure) reading.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via an expedited quality review report: pump was on patient. Symptom - fos (fiberoptix sensor) "error 8" reported by the customer. The intra-aortic balloon pump (iabp) had been switched out to another iabp. The customer did not report any further complications for the patient. Actions: fos board need to be replaced in order to have fos ap (arterial pressure) reading.